Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after coagulation, the ligasure device jaw did not open. The surgeon had to change to a new one to continue with the surgery. No patient injury reported. Multiple attempts were made to clarify if the device was on tissue when it became difficult to open. The site did not respond.

Manufacturer narrative:
Covidien reference #: (B)(4). One used ls1500 was received for evaluation. Visual inspection noted excessive eschar between the jaws. Functional testing found that it was impossible to unlatch the handle to open the jaws of the device. The ski guide was caught on the internal a-track. If the instrument is latched for an extended period of time or if the user placed lateral force on the latch, the ski guide can bend and cause the ski tabs to catch on the track. The investigation identified the root cause of the reported event to be attributed to the user. The IFU cautions the user, do not leave the handle latched for an extended period of time when the device is not in use. No trend has been identified for this failure mode. No corrective action is required.